Manufacturer narrative:
(B)(4). The pump was received with a pump error alarm during rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. Insulin pump received with cracked battery tube threads. Moisture damage was found on the electronic assembly, motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump was crack near the battery compartment. The customer¿s blood glucose was 160 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.